Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.

Manufacturer narrative:
Additional information received indicated this device was explanted and successfully replaced. There have been no adverse patient effects reported as a result of the replacement procedure. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) due to a charge time measurement greater than 30 seconds. The monitoring voltage was 2.68 volts. Additionally, it was reported that elective replacement indicator (eri) had been declared approximately one month prior. A boston scientific technical services consultant recommended replacing the ICD. To date, there have been no adverse patient effects reported.